Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) replacement procedure, the right ventricular (rv) lead exhibited high thresholds, high impedance and loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.